Manufacturer narrative:
The initial reporter's city and state is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary rx fully covered stent was implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient anatomy was not severely tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed. After removal of the delivery system, endoscopic images were taken, and it was noted that the wire at the proximal end of the stent was broken and deformed. Per the physician's assessment, the stent was working well for drainage. The stent remained implanted, and the procedure was completed with this device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed the stent was implanted inside the patient and the proximal end of the stent was found broken and deformed.

Manufacturer narrative:
Block e1: the initial reporter's city and state is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0406 captures the reportable event of stent material deformation. Block h10: the wallflex biliary rx fully covered stent was not returned, but the delivery system was received for analysis. Moreover, a photo of the implanted stent was provided, and media analysis was performed. Per media inspection, the stent was deformed and one of the wires of the stent was broken. A visual examination of the returned delivery system found that the outer clear sheath was kinked. No other issues were noted with the delivery system. Product analysis confirmed the reported device malfunctions of stent break and stent material deformation. The investigation concluded that the reported event and the observed failures were most likely due to the patient's tortuous anatomy, which could have caused the stent to be deformed and the wire to break during the stent implantation procedure. Additionally, the kinking of the outer sheath can be most likely attributed to procedural factors such as the handling of the device and the technique used by the physician, which could have resulted in the damages encountered in the outer sheath. Therefore, review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 06, 2023, that a wallflex biliary rx fully covered stent was implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient anatomy was not severely tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed. After removal of the delivery system, endoscopic images were taken, and it was noted that the wire at the proximal end of the stent was broken and deformed. Per the physician's assessment, the stent was working well for drainage. The stent remained implanted, and the procedure was completed with this device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed the stent was implanted inside the patient and the proximal end of the stent was found broken and deformed.